Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The tm reported that during a coronary artery bypass procedure, the hosp had a problem with the (B)(4). After speaking to the hosp staff, they reported that the (B)(4) did not malfunction. They stated that it had been a while since they used the device and were no longer familiar with loading it. They had to call the tm to assist them as the seal broke in the loading device the first time they tried using it. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was discarded.